Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to plug the wall adapter into a known working outlet and wait at least 30 consecutive minutes to see if the pump would begin charging. It was determined a non tandem wall adapter was used to resolve the issue. Cts to send replacement tandem wall adapter via two-day shipping.